Manufacturer narrative:
Correction: b1, b2, h1 correction has been reviewed pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared the outcomes of a novel crush and clip technique versus a standard stapler transection for pancreatic transection is patients who underwent robotic distal pancreatectomy between 2010 and 2025. It was noted that in the stapler method, a signia 60 reinforced purple cartridge was used to compress the pancreas for five minutes, followed by gradual firing over an additional five minutes. There were 127 patients included in the study and complications included: post op pancreatic fistula, biochemical leak and wound infection. Interventions and patient outcomes are unknown.

Manufacturer narrative:
Uchida, y., takahara, t., tsurumachi, a., nishimura, a., fukuoka, h., taniwaki, s., iwama, h., kojima, m., uyama I. <(>&<)> suda, k. Robotic crush and clip technique for pancreatic transection in robotic distal pancreatectomy. Surgical endoscopy volume 40, pages 801¿809, (2026 https://doi.org/10.1007/s00464-025-12456-z. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.